Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to recharge her ipg. The patient has used multiple chargers without success. However, the patient is able to use the programmer. As such, the physician palpated her ipg area and it seems that the ipg could be laying unevenly. X-rays revealed the ipg has moved. In addition, the patient stated she has gained weight. No other information is known at this time.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with another mode. Effective therapy was restored following the procedure.